Manufacturer narrative:
The device was returned to olympus for inspection after the customer admitted they reprocessed the scope without connecting the protective cap. It was during inspection when the reportable malfunctions were observed. Based on the results of the investigation, the three events are attributed to degradation related issues which were caused by the user's failure to follow instructions. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: chapter 1 on page 6: ¿when reprocessing the endoscope, confirm that the us connector cap (maj-2295) is securely attached to the electrical connector before immersing the endoscope in reprocessing fluids. If the us connector cap (maj-2295) is not securely attached, the reprocessing fluids could enter the endoscope and damage the endoscope¿ . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope exhibited corrosion on the scope connector, it displayed a b30 scope communication error, and there was no image. There were no reports of patient involvement.